Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the device for the reported issue. The fsr was able to duplicate the reported issue and determined that there were loose connected between the non-carefusion circuit and the non-carefusion humidifier. The loose connections were creating a leak condition that triggered the "circuit disconnect" alarm, and when the humidifier was bypassed, the device operated to specifications. There was no failure with the avea ventilator and the root cause of the reported issue is considered to be improper set up of the device.

Event description:
The customer reported while using the avea ventilator, it is alarming circuit disconnect during nasal continuous positive airway pressure (ncpap) mode. The customer stated there was no patient associated with this event.